Event description:
It was reported that the patient was admitted after a ventricular fibrillation was not successfully terminated by the device. A dft test was performed and device therapy did not terminate the arrhythmia. The lead was explanted and replaced. The patient was in good medical condition.

Manufacturer narrative:
.